Manufacturer narrative:
(B)(4): investigation revealed that the keypad rubber is torn at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the down arrow, up arrow, and contrast key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012, stating that the down arrow keypad button was intermittently unresponsive and required hard presses to elicit a response. The reporter noted the keypad was torn near the up arrow button. The patient reportedly wore the pump in a pocket and cleaned the pump's caps with a toothbrush. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.